Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, corrections to the following fields due to errors in the initial report: g3 the aware date should be 19-feb-2024. H10, it was incorrectly stated that "the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing". Correction: "the legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and it could not be determined if there were any deviations from instructions for use (IFU) as according to the customer, it was unknown if there was a delay in precleaning, if there were there any abnormalities in the accessories used for reprocessing, if the endoscope was immersed in the detergent solution, if the nozzle was wiped/brushed with clean lint free cloths/brushed or sponges, or if the nozzle was flushed with detergent solution.". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from instructions for use (IFU) identified from review of the cds steps provided by the customer. Therefore, the cause of the material remaining in the device could not be determined. The suggested event can be detected / prevented by following the instructions provided in: operation manual gif/cf/pcf-290 series, chapter 3 - preparation and inspection. Reprocessing manual gif/cf/pcf-290 series, chapter 5 - reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.